Event description:
The customer reported to olympus that during reprocessing that there were pinholes in the forceps channel. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: no image this report is being submitted for the malfunction found during evaluation (no image).

Manufacturer narrative:
UDI not available; device not distributed in us. During inspection and testing, no image. A review of the device history record found no deviations that could have caused or contributed to the reported event. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely that the no image problem was caused by moisture entering the inside of the instrument from a perforation. The moisture or damage from inspection may have caused damage to the charge coupled device. Damage to the charge coupled device was confirmed and this may have caused the no image issue. However, a definitive root cause of the reported issue could not be identified. During testing and inspection, the customer¿s complaint (pinholes in the forceps channel) was confirmed. It is likely that the perforation was caused by insertion of the tube through the sheath of the treatment device or insertion of the tube with curvature on the up side. However, a definitive root cause of the reported issue could not be identified. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.